Manufacturer narrative:
Investigation: during DHR review: no quality notifications were initiated during production. All challenge, set-up and in-process samples were performed according to the quality control plan and all passed per specifications. Received one 22ga iag partially retracted needle-barrel assembly with a needle cover, the remainder of the unit (catheter, package) was not returned for evaluation. The needle was partially retracted inside the safety barrel the needle was pushed to the out position: the damage within the barrel was protruding inwards preventing the hub from fully retracting. Additional damage on the inside of the barrel was discovered. Although a definite source that caused the damage observed in the inside of the barrel (which caused the retraction failure) could not be determined, the molded material was protruding inwards due to a molding defect.

Event description:
It was reported that needle of bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle of bd insyte¿ autoguard¿ shielded IV catheter the needle failed to retract.